Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump failed to pair with the user¿s freestyle libre 3 plus sensor after scanning, resulting in intermittent communication failure between the pump and sensor; the user reinstalled the ilet app, successfully rescanned, and the sensor completed warm-up, resolving the issue. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving the electrical and magnetic communication pathway, with the pump¿s antenna component implicated in the intermittent connection. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.